Manufacturer narrative:
(B)(4)

Event description:
It was reported that the whole system was explanted due to a pocket infection. The cause of the infection was not identified. The physician believes that the infection maybe due to a lack of asepsis during implantation. There was no evidence of vegetation of the leads. The pocket was swollen, and the patient had fever. The patient was hospitalized in the intensive care for sepsis. No further information available.